Event description:
Reportable based on device analysis completed on 28-nov-2022. It was reported that the main coil was unable to advance and withdraw. The target lesion was located in the non-tortuous and non-calcified internal iliac artery. A 20mm x 40cm interlock-35 was selected for use. During the delivery, the coil got detached automatically in the middle part of the 5f non-boston scientific catheter causing the device being unable to advance and withdraw. The physician then removed the whole system and noted that the coil had formed a thrombus. The procedure was completed with another coil. No complications were reported and the patient's status was stable. However, returned device analysis revealed that the main coil was detached at interlocking arm section.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection was performed and noted that only the main coil was returned stuck at unknown catheter tip, it was observed that the main coil was stretched, kinked and detached at interlocking arm section. No more damages were observed. Microscope inspection was performed and it was observed that the main coil was detached at interlocking arm section. The functional inspection could not be performed due only the main coil was returned. Dimensional inspection of the main coil shows all specification pass the test.